Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mkj482 and no non-conformances were identified. Investigation summary: it was received for analysis an empty opened box and five unopened samples of product code ep8707, lot mkj482. During the visual inspection of five samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent a vascular procedure on an unknown date and suture was used. During the procedure, the needle separated from the suture during tissue passage. There were no adverse patient consequences reported.